Event description:
It was reported that the patient underwent surgery without putting the device into surgery mode. Surgical intervention took place where the ipg was explanted and replaced. Therapy restored post procedure.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported to abbott, a patient underwent an unrelated surgery and did not set the ipg into surgery mode. Thereafter, the ipg failed to establish communication with a clinician programmer or patient programmer. Recovery efforts were unsuccessful and the ipg was deemed inoperable. The ipg was replaced without complications. Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.